Manufacturer narrative:
One small plastic vial was returned wrapped in a bl5113 pack label from lot number v6942. Visual inspection found a small blue particle in the vial. Microscopic examination found that it is light blue, long and curly. It is soft to the touch. The light blue-colored fiber-like particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicates that the light blue-colored fiber-like particle consists primarily of carbon and oxygen. A lesser concentration of silicon was also detected. This is consistent with organic material.

Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Blue particles were found inside the operated eye of the patient. The particles were removed. No patient impact.